Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range pace lead impedance measurement greater than 2,000 ohms during a device check. Upon trend review it was noted that device was programmed vvi 60 and the ra pace lead impedance measurements have been greater than 2,000 ohms for over 2 years. Additional information indicated that the cause of observation has not been identified. There were no programming changes made and the system remains in service. No adverse patient effects were reported.